Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged; however, without having the device to examine, a conclusive cause could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: return status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery. The 5.0x150mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated to nominal pressure (8 atmospheres) when it was noted the pressure started to decrease. A leak was noted at the proximal end of the hub. The inflation device was continually increased in order to inflate the balloon and the lesion sufficiently dilated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.